Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported a communication error while attempting to activate the pod and was not able to successfully activate the pod. Symptoms reported include hyperglycemia, vomiting, dizziness, headache and hard time breathing. The patient was treated with intravenous fluids, insulin drip and reglan (anti nausea medicine) in the intensive care unit. The patient was released the following day. The pod was not worn when seeking medical attention.